Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a failure code of 550:320:654:0000 was confirmed, but not reproduced during product evaluation. The root cause of this condition was assigned to a faulty speaker harness. The whole rear case was replaced due to broken rear housing to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions during manufacturing found.

Event description:
The facility representative reported to baxter a colleague infusion pump with failure code 550:320:654:0000. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.